Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse tested the endoscope the customer notes would not go to its zero position when installed on the arm. The fse was not able to confirm the issue and the endoscope would install correctly in any orientation and go to its zero positions. The system was tested and is ready for use. Isi did receive the 0-degree endoscope, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the robotic coordinator reported that the 0-degree endoscope horizon was 15 degrees off. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found no errors. The tse suggested the customer remove the endoscope and clutch the instrument button and then reinstall the endoscope. The surgeon stated that they had already done that, and the horizon was still off, and they were using arm 3. The tse suggested to try another endoscope to see if that would resolve the issue. The surgeon elected to keep working with the current endoscope they had. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the robotic coordinator was unaware if image was inverted. The event did not involve a reversed control on system arms. The robotic coordinator was unsure if the vision orientation changed on its own or if the endoscope had moved freely with uncontrolled motion. The procedure was completed with the same endoscope. A new endoscope was offered and was refused. There was no patient injury.

Manufacturer narrative:
Intuitive has received the endoscope associated with this complaint and completed investigations. Failure analysis did not confirm or replicated the reported issue of horizon being off. Additional findings not reported from the site: 1) failure analysis found error 48402 in the log. 2) delamination at the cable over-mold and. 3) leaks at proximal fibers instrument controller (ic). 4) endoscope shaft had bearing friction issue.

Event description:
Refer to h10/h11 for follow-up information.